Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 16may2024 the distributor reported to anika that a 82 year old female patient of unknown demographics who was treated with monovisc on an unspecified date, expired. The date of the patient's death was not reported. The date of the monovisc treatment was also not provided. The death was reported by the patient's son. There was no specific allegation of a temporal association between the patient's death and use of monovisc. The patients' comorbidities was not provided. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not conformed. Additional information was not provided upon request. Patient medical records and certificate of death was not provided. The lot number was not provided. A review of the batch record was not performed. Anika releases lots numbers to applicable procedures and specifications. A three year retrospective review of all nonconformances was performed for this product. There was no nonconformances related to the reported event. A three year retrospective review of retention inspection reports was performed. There was no nonconformances related to the reported event. A review of the stability study report was performed. The conclusion of the report states that the product conforms to required specifications and tolerances. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 the distributor reported to anika that a 82-year-old female patient of unknown demographics who was treated with monovisc on an unspecified date, expired. The date of the patient's death was not reported. The date of the monovisc treatment was also not provided. The death was reported by the patient's son. There was no specific allegation of a temporal association between the patient's death and use of monovisc. The patients' comorbidities was not provided. Additional information was solicited.